Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 243 mg/dl and a bolus of insulin was delivered to address the bg level. The customer thought that the pump may not have delivered insulin. Tandem technical support reviewed the pump t:connect data and found that an occlusion had occurred. A system check was performed and the occlusion appeared to possibly be related to the infusion set site. Reportedly, the customer had used humalog insulin in the cartridge for 3 days. The customer was to ask a healthcare provider about changing the insulin every 2 days.